Manufacturer narrative:
.

Event description:
It was reported that the handheld device was no longer holding a charge. It was noted that the handheld battery dies after being unplugged. It was noted that no patients were affected but the programming system was hard to use. The handheld device was received on (B)(4) 2015. Product analysis is underway but has not been completed to date.

Event description:
Product analysis was performed, which identified that the returned battery for the handheld device was defected and unable to hold a charge. The battery was found to be swollen. No further anomalies were identified using a known good battery.